Event description:
Reportedly, on (B)(6) 2026, a pacemaker replacement procedure was performed due to battery depletion. Prior to the replacement, the device settings were ddd at 60 ppm, with the ventricular lead parameters set to 0.75 v / 0.35 ms, a sensing threshold of >15 mv, and an impedance of 500 o. The patient¿s intrinsic heart rate was 40¿50 bpm, and therefore, to allow the intrinsic rhythm to take priority, the settings of the kora 250 dr (s/n: (b)(6 were changed from ddd to vvi at 30 ppm. After pocket incision, explantation was carried out using an electrocautery device. During the procedure, pacing spikes were observed on the ECG. Although noise from the electrocautery device was initially suspected, pacing spikes were also seen between the patient¿s intrinsic heartbeats even when electrocautery was not in use. A polygraph review confirmed that the pacing spikes occurred at intervals consistent with 30 ppm, suggesting that the pacemaker was not sensing the patient¿s intrinsic r-waves. After explanting the kora 250 dr (s/n: (B)(6) , lead measurements were performed with a psa, and no changes in the measurement values were observed. No issues were identified when the leads were connected to the replacement device, the eno dr (s/n: (B)(6). The physician is requesting an investigation and explanation as to why pacing output was delivered at the backup vvi 30-ppm setting despite the patient having an intrinsic heart rate of 40¿50 bpm.